Event description:
Driveline pulling away from metal connector. Controller occasionally alarming when on pm cable. Patient came to clinic on (B)(6) for clamshell but it was determined that he had a "short to shield". Driveline repaired by company on (B)(6).